Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured her fallopian tube/malposition of essure device location of device in fallopian tubes"), device breakage ("device breakage"), genital haemorrhage ("excessive, abnormal bleeding") and device dislocation ("essure and malposit/migration of essure device location of device: partially out of tube and in uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1992, (B)(6) 1996), foot pain, ear pruritus, cough, tooth disorder, dysphagia, myalgia, hoarseness, sarcoidosis, polycystic ovarian syndrome, endometriosis, d & c in 2008, pap smear abnormal, cholecystectomy, vaginal delivery (1992 and 1996), non-tobacco user, caffeine consumption, esophageal reflux, anxiety, drug allergy, penicillin allergy (rash), dysrhythmias, numbness and paraesthesia. Previously administered products included for an unreported indication: methotrexate and penicillin. Concurrent conditions included respiratory infection, obesity, hypertension, urinary urgency, urinary incontinence, heartburn, night sweats, blurred vision, chest pain, polydipsia, menopause delayed, palpitations and cramp in lower abdomen. Family history included ovarian cancer (mother died), thyroid disorder (mother,father), stomach cancer (maternal grand father,), skin cancer, pancreatic cancer (maternal aunt), diabetes (maternal grandfather), endometrial hyperplasia (mother), malignant neoplasm of cervix uteri (mother) and kidney cancer (mother). Concomitant products included ibuprofen (advil), levonorgestrel (mirena) and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("bladder orurinary problems or changes- urinary incontinence"), uterine polyp ("reproductive system disorder or condition type of disorder or condition: polyp") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, migraine, headache, dyspareunia, urinary incontinence and uterine polyp outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Urine pregnancy test is negative urinalysis is negative except for 3+ blood which was done after the exam and her cervix did bleed with the pap smear. Thyroid is without masses. Lungs are clear to auscultation bilaterally. Cv is regular rate and rhythm without murmur, rub or gallop. Breasts are without masses or discharge bilaterally. Abdomen reveals positive bowel sounds times 4. Nontender, nondistended. No hepatosplenomegaly. No cva tenderness. External genitalia normal. Vagina is normal. Cervix has a large nabothian cyst. Pap with cytobrush is obtained. The patient's cervix did bleed as soon as the cytobrush was introduced. Bimanual exam is unrewarding secondary to patient's weight. Adnexa without masses and nontender. Rectal exam is negative. Upper abdomen is grossly normal. Uterus is 8 weeks in size, smooth in contour. Anterior and posterior cul-de-sacs are normal. Ovaries are normal. Right fallopian tube is normal. The essure device can be detected with gentle manipulation in the proximal portion of the right fallopian tube. In the left fallopian tube, the essure is partially extruded. The central plastic-appearing core is completely out of the fallopian tube. Half of the metal coil was still around the plastic tube, but the other half of the metal ribbon is within the uterine insertion of the left fallopian tube. On (B)(6) 2016,surgical pathology report received:uterus and bilateral fallopian tubes leiomyoma. Endometrium: benign endometrial polyps and benign inactive endometrium with exogenous hormonal effect, no atypia, hyperplasia or malignancy.cervix: benign squamous mucosa and endocervical mucosa, no dysplasia or malignancy. Bilateral fallopian tubes: benign fallopian tubal tissue with paratubal cysts, no atypia or malignancy. Concerning the injuries reported in this case, the following one/ones were reported via medical record:migraine , headaches, pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received: reporter information, product information, events: essure and malposit/migration of essure device location of device: partially out of tube and in uterus, abnormal bleeding (vaginal), menorrhagia , bladder orurinary problems or changes- urinary incontinence, reproductive system disorder or condition type of disorder or condition:polyps, abdominal pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured her fallopian tube/malposition of essure device location of device in fallopian tubes"), device breakage ("device breakage"), genital haemorrhage ("excessive, abnormal bleeding") and device dislocation ("essure and malposit/migration of essure device location of device: partially out of tube and in uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's past medical history included gravida ii, parity 2 ((B)(6) 1992,(B)(6) 1996), foot pain, ear pruritus, cough, tooth disorder, dysphagia, myalgia, hoarseness, sarcoidosis, polycystic ovarian syndrome, endometriosis, d & c in 2008, pap smear abnormal, cholecystectomy, vaginal delivery (1992 and 1996), non-tobacco user, caffeine consumption, esophageal reflux, anxiety, drug allergy, penicillin allergy (rash), dysrhythmias, numbness and paraesthesia. Previously administered products included for an unreported indication: methotrexate and penicillin. Concurrent conditions included respiratory infection, obesity, hypertension, urinary urgency, urinary incontinence, heartburn, night sweats, blurred vision, chest pain, polydipsia, menopause delayed, palpitations and cramp in lower abdomen. Family history included ovarian cancer (mother died), thyroid disorder (mother,father), stomach cancer (maternal grand father,), skin cancer, pancreatic cancer (maternal aunt), diabetes (maternal grandfather), endometrial hyperplasia (mother), malignant neoplasm of cervix uteri (mother) and kidney cancer (mother). Concomitant products included ibuprofen (advil), levonorgestrel (mirena) and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("bladder orurinary problems or changes- urinary incontinence"), uterine polyp ("reproductive system disorder or condition type of disorder or condition: polyp") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, migraine, headache, dyspareunia, urinary incontinence and uterine polyp outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Urine pregnancy test is negative urinalysis is negative except for 3+ blood which was done after the exam and her cervix did bleed with the pap smear. Thyroid is without masses. Lungs are clear to auscultation bilaterally. Cv is regular rate and rhythm without murmur, rub or gallop. Breasts are without masses or discharge bilaterally. Abdomen reveals positive bowel sounds times 4. Nontender, nondistended. No hepatosplenomegaly. No cva tenderness. External genitalia normal. Vagina is normal. Cervix has a large nabothian cyst. Pap with cytobrush is obtained. The patient's cervix did bleed as soon as the cytobrush was introduced. Bimanual exam is unrewarding secondary to patient's weight. Adnexa without masses and nontender. Rectal exam is negative. Upper abdomen is grossly normal. Uterus is 8 weeks in size, smooth in contour. Anterior and posterior cul-de-sacs are normal. Ovaries are normal. Right fallopian tube is normal. The essure device can be detected with gentle manipulation in the proximal portion of the right fallopian tube. In the left fallopian tube, the essure is partially extruded. The central plastic-appearing core is completely out of the fallopian tube. Half of the metal coil was still around the plastic tube, but the other half of the metal ribbon is within the uterine insertion of the left fallopian tube. On (B)(6) 2016,surgical pathology report received:uterus and bilateral fallopian tubes leiomyoma. Endometrium: benign endometrial polyps and benign inactive endometrium with exogenous hormonal effect, no atypia, hyperplasia or malignancy.cervix: benign squamous mucosa and endocervical mucosa, no dysplasia or malignancy. Bilateral fallopian tubes: benign fallopian tubal tissue with paratubal cysts, no atypia or malignancy. Concerning the injuries reported in this case, the following one/ones were reported via medical record:migraine ,headaches,pelvic pain,dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured her fallopian tube/malposition of essure device location of device in fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("excessive, abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's past medical history included gravida ii, parity 2 on (B)(6) 1992,(B)(6) 1996), foot pain, ear pruritus, cough, tooth disorder, dysphagia, myalgia, hoarseness, sarcoidosis, polycystic ovarian syndrome, endometriosis, d & c in 2008, pap smear abnormal, cholecystectomy, vaginal delivery (1992 and 1996), non-tobacco user, caffeine, esophageal reflux, anxiety, drug allergy, penicillin allergy (rash), dysrhythmias, numbness and paraesthesia. Previously administered products included for an unreported indication: methotrexate and penicillin. Concurrent conditions included respiratory infection, obesity, hypertension, urinary urgency, urinary incontinence, heartburn, night sweats, blurred vision, chest pain, polydipsia, menopause delayed, palpitations and cramp in lower abdomen. Family history included ovarian cancer (mother died), thyroid disorder (mother,father), stomach cancer (maternal grand father,), skin cancer, pancreatic cancer (maternal aunt), diabetes (maternal grandfather), endometrial hyperplasia (mother), malignant neoplasm of cervix uteri (mother) and kidney cancer (mother). Concomitant products included ibuprofen (advil), levonorgestrel (mirena) and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy on 21-apr-2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: there is a silver metallic coil identified, embedded within the tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Urine pregnancy test is negative. Urinalysis is negative except for 3+ blood which was done after the exam and her cervix did bleed with the pap smear. Thyroid is without masses. Lungs are clear to auscultation bilaterally. Cv is regular rate and rhythm without murmur, rub or gallop. Breasts are without masses or discharge bilaterally. Abdomen reveals positive bowel sounds times 4. Nontender, nondistended. No hepatosplenomegaly. No cva tenderness. External genitalia normal. Vagina is normal. Cervix has a large nabothian cyst. Pap with cytobrush is obtained. The patient's cervix did bleed as soon as the cytobrush was introduced. Bimanual exam is unrewarding secondary to patient's weight. Adnexa without masses and nontender. Rectal exam is negative. Upper abdomen is grossly normal. Uterus is 8 weeks in size, smooth in contour. Anterior and posterior cul-de-sacs are normal. Ovaries are normal. Right fallopian tube is normal. The essure device can be detected with gentle manipulation in the proximal portion of the right fallopian tube. In the left fallopian tube, the essure is partially extruded. The central plastic-appearing core is completely out of the fallopian tube. Half of the metal coil was still around the plastic tube, but the other half of the metal ribbon is within the uterine insertion of the left fallopian tube. On (B)(6) 2016,surgical pathology report received:uterus and bilateral fallopian tubes leiomyoma. Endometrium: benign endometrial polyps and benign inactive endometrium with exogenous hormonal effect, no atypia, hyperplasia or malignancy.cervix: benign squamous mucosa and endocervical mucosa, no dysplasia or malignancy. Bilateral fallopian tubes: benign fallopian tubal tissue with paratubal cysts, no atypia or malignancy. Concerning the injuries reported in this case, the following one/ones were reported via medical record:migraine ,headaches,pelvic pain,dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added per pfs: migraines, headaches, device breakage, dysmenorrhea, dyspareunia, she did not undergo essure confirmation test. On (B)(6) 2018: medical records received. Lab data, medical history, concurrent condition were provided. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices punctured her fallopian tube") and genital haemorrhage ("excessive, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("chronic pain"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.